Event description:
The patient claimed that her animas insulin pump has been giving frequent loss of prime and occlusion alarms since (B)(6) 2011. Subsequently, on the night of (B)(6) 2011, her blood glucose was "high" while she had symptoms of nausea, headache, and felt sick. At 10:30 pm, the patient administered 5 units of novolog via the pump and 8 units via syringe since she was not sure the pump was delivering insulin. During the troubleshooting session, it was noted there was no product misuse. The loss of prime issue was resolved with training. However, the occlusion issue was not resolved. The product is being returned for investigation. This complaint is being reported because, the patient reportedly symptoms suggestive of hyperglycemia after she had multiple issues with loss of prime and occlusion.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump alarm history and black box showed several occlusion alarms associated with high force. A 29 hour flow accuracy test was performed without occlusion alarms and the pump was found to be delivering within specifications.